Event description:
It was reported that there was leakage on the handle of the cool path duo. It was noted that the catheter was being used normally and there was also no cooling of the distal tip.

Manufacturer narrative:
The returned unit was visually and functionally examined. A leak was confirmed from inside the handle due to a damaged lumen.